Event description:
Ligasure plugged into triad and no current delivered to the device. A new ligasure replaced and the second device worked. Equipment sent for evaluation and the charge nurse was notified.